Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10/h11. 67/4315 - intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly and the instrument passed the clip test. The instrument was found to be fully functional.

Manufacturer narrative:
Isi has not received the medium-large clip applier instrument involved with this complaint. If the product is received or if additional information is obtained, a follow-up MDR will be submitted. A review of the instrument log for the medium-large clip applier instrument associated with this event confirmed that the instrument was last used on (B)(6) 2020 on system sk0431. Per logs, the instrument has 92 uses remaining. A review of the site's complaint history does not show any additional complaints related to this product, and/or this event. A review of the submitted image was performed by an isi failure analysis engineer (fae), but no conclusion could be reached by reviewing the image as no obvious damage was shown. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Based on the information provided at this time, this complaint is being reported because: a clip applier instrument failed to fully latch a clip closed or incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no report of harm, or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the medium-large clip applier instrument would not "clip" when installed on the xi system. It was reported that the instrument could open/close when it was removed from the xi system. The customer confirmed that no problems were encountered with the back-up clip applier instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and the instrument¿s grip tips were not found to be bent, damaged, or misaligned. It is unknown what type and size of clips were used with the instrument. It is also unknown whether the vessel was greater than 10 mm in diameter. The surgeon was able to confirm closure of the clip after ligation with another instrument and there was no report of fragments falling into the patient's body. The procedure was completed robotically with no reported patient injury. The customer was unwilling to provide the patient demographic information or information about the patient's medical history and relevant tests.